Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported that during use of bd max¿ enteric bacterial panel, a false positive patient campylobacter result was obtained. Test was repeated on max and was negative. Test was also run on biofire for confirmation and was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel assay ref. (B)(4), from lots 5044742 and 5044745 was performed by the review of the manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd max¿ ebp assay lots 5044742 and 5044745 revealed no anomalies that could explain the customer¿s discrepant results. Customer complained about three samples which obtained discrepant results for campylobacter spp. (Campy) target. Customer mentioned that all three samples were negative following repeat and then confirmed results as negative with an alternative test (biofire®). Customer provided the runs of the three suspected campy false positive results (run 660 sample b2, run 788 sample a6 and run 797 sample a6). Manual pcr curve adjudication of the positive samples revealed step dislocations in the fam channel (campy target) in the raw signal. These atypical curves do not suggest true amplification. Furthermore, similar step dislocations were observed for salmonella (vic) and shigella (rox) targets but did not cross thresholds to be considered positive. This analysis makes it unlikely that the positive results for the campy target are linked to true amplifications. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Overall, based on the investigation the cause of the unusual curves was not identified but the customer¿s discrepant results seem to be isolated events since no other complaint for a similar issue was received. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ enteric bacterial panel assay lots 5044742 and 5044745. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 3: it was reported that during use of bd max¿ enteric bacterial panel, a false positive patient campylobacter result was obtained. Test was repeated on max and was negative. Test was also run on biofire for confirmation and was negative. There was no report of patient impact.